Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had to press the wake button multiple times for the pump to respond, and not the wake button is completely unresponsive. Troubleshooting with tandem technical support was performed. The device still turns on when plugged into a power source. Customer's blood glucose level was not impacted. Reportedly, customer has back up injections for insulin therapy if needed.